Manufacturer narrative:
The field service representative (fsr) replaced the electronic patient gas system (epgs). Functional checks and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the electronic patient gas system (epgs) gas flow on the central control monitor (ccm) did not match the external flow meter. There was no delay and no blood loss. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review, on 08nov2022 the gas system did not log any events that indicated an issue with the flow reading. In this case the logs could not confirm the complaint, but it was possible the flow measurement was off but did not cause any error to be logged. During laboratory analysis, the product surveillance technician (pst) attached the electronic patient gas system (epgs) to lab use only (luo) testing equipment. He found the epgs to calibrate successfully and then pass release testing. He found the readings between the epgs and the luo external flowmeter and luo oxygen (o2) analyzer to be within specification. The unit operated to the manufacturer's specifications. Per the service repair technician (srt), no repair of the device was done as it met end of service life (eosl). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.